Event description:
The patient's spouse reported the system was removed due to a staph infection. No additional details were provided. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.